Manufacturer narrative:
The field service engineer performed all pri protocol testing on ise block 2. Ise block 2 passed all health checks, precision runs, calibration, and qc. Ise block 1 had calibration and qc failures. The investigation is ongoing.

Event description:
The initial reporter received questionable gen.2 ise indirect for na results on a cobas 8000 cobas ise module. The initial result was reported outside the laboratory. The sample was repeated because the high result was questioned. The initial na result was 148 mmol/l. The repeat result was 140 mmol/l. The repeat result was deemed correct. The electrode serial number and expiration date were requested but were not provided.

Manufacturer narrative:
The customer stated the qc was "problematic" but in range prior to the event.the root cause of the event could not be determined. The service maintenance actions performed by the field service engineer resolved the issue.